Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a homechoice (hc) machine during dwell two of three. The baxter technical service representative (tsr) advised the home patient (hp) to end therapy and do manual therapy. The hp complied. There was patient involvement but no patient injury or medical intervention was associated with the report. No additional information is available.